Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that tip detachment occurred. An imager ii diagnostic catheter was selected for use during a digital subtraction angiography procedure. Vascular access was gained via the right radial artery. Multiple guidewires are catheters were advanced through the aortic arch of the patient due to the specificity of the arch. After completion of angiography the imager ii was withdrawn. It was observed that the end of the catheter was fractured and the detached portion was left in the right brachial artery. The length of the detached piece was measured to be 3cm. The patient did not experience any abnormal feeling during movement and there was no discomfort, bruising or paleness to the patient. The fractured piece did not influence blood flow. The following day the physician elected to remove the fractured part under local anesthesia. The patient was stable and there were no reported complications.